Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported 'settings not available' was displaying across all of their groups since about a week ago. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received, it was reported the patient's physician found a bad wire on the left side of their head that was the cause of the settings not available message. The patient was going to have surgery to fix it. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6), implanted: (B)(6) 2014, product type: lead, product ID 977a290, serial# (B)(6), implanted: (B)(6) 2014, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 02-dec-2017, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(6), ubd: 02-dec-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.